Manufacturer narrative:
(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The endobronchial tube was returned unopened in its original packaging. Two suction catheters were also returned unopened in their original packaging. The tracheal and bronchial sides of the swivel valve were returned. The y connector was returned incorrectly connected to the swivel valve connector. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the bronchial side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. The reported complaint of "connector damaged prior to use" was confirmed based on the sample received. The endobronchial tube was returned unopened in its original packaging. Two suction catheters were also returned unopened in their original packaging. The tracheal and bronchial sides of the swivel valve were returned. The y connector was returned incorrectly connected to the swivel valve connector. The connector on the bronchial side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that "(B)(6) 2019, (B)(6) hospital, doctor found connecter damage when opened the package prior to use on patient."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. A verification of failure mode reported in the current manufacturing process was conducted as follows: 140 samples were taken from the current production, the samples were inspected and the revised characteristics comply with the requirement. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "(B)(6) 2019, (B)(6) hospital, doctor found connecter damage when opened the package prior to use on patient."